Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a posterior-inferior ablation procedure, a pericardial effusion occurred. Several attempts to perform transseptal puncture were done without reaching the septum. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The let atrial appendage procedure was switched to another day. There were no performance issues with any abbott devices.